Manufacturer narrative:
H.6. Investigation: sixty-three 3ml syringes (p/n 309657) were received and evaluated. Sixty-one were in fully sealed blister packs from batch 9049908, one was in a fully sealed blister pack from batch 7238685, and one was loose. It appeared the "clear substance" was silicone and all the samples contained the normal and expected amount per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use residue was noticed in syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: today one of our nurses noticed there was a notable amount of clear substance/residue around the plunger in a freshly opened 3ml syringe.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use residue was noticed in syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: today one of our nurses noticed there was a notable amount of clear substance/residue around the plunger in a freshly opened 3ml syringe.